Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter would power off during use. The sr. Medical surveillance specialist contacted the patient to obtain and verify information, but was unable to reach her by telephone. For an unspecified time period, the patient noted the reported meter would power off during testing; she was unable to obtain a blood glucose reading. The patient did not take any actions due to this meter issue. On an unspecified date, the patient claimed she experienced the symptom of 'severe thirst' and visited her physician. During the office visit, the patient was treated with glucagon. It is unclear why the patient would receive a glucagon injection while experiencing a symptom indicative of hyperglycemia. The patient controls her diabetes with diet and exercise. It would have been helpful to determine the date of onset of the symptom, the date of the hcp office visit and treatment, to confirm the treatment received, the patient's expected blood glucose readings, her testing frequency and if she had a backup meter. During the troubleshooting telephone call, the customer care advocate (cca) determined the patient had not replaced the meter's battery as recommended by the manufacturer. As the patient did not have a replacement battery available, the issue was not resolved. The meter, test strips and control solution were replaced. The patient had not replaced the meter's battery as recommended. The patient allegedly experienced symptoms suggestive of hyperglycemia while unable to test her blood glucose levels due to the meter power issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.